Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, breast mass, biopsy. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic/caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 550cc (l) and 500cc (r) and experienced bilateral breast masses and capsular contracture baker grade unknown on the left side post-operatively. The patient also underwent a biopsy, along with ultrasound and MRI for the breast masses. As a result, the patient underwent removal on (B)(6) 2022. This report is for the left breast prosthesis.